Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented at the ER with back pain. It was confirmed that the patient had a contained ruptured aneurysm. Upon evaluation, it was noted that there was a proximal type I endoleak and a type iii, fabric endoleak where the stent separated from the fabric as well as a type iii fabric endoleak from the contralateral limb. The cause of the endoleaks is unknown. There was also 20 mm distal migration of the bifurcated stent graft. An endurant aui and extension were implanted on the contralateral side and successfully resolved the endoleak followed by a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (stent graft migration, endoleak, aneurysm rupture); lack of information (cause of stent fracture and endoleak is unknown). Conclusion: known inherent risk of procedure (stent graft migration, endoleak, aneurysm rupture); lack of information (cause of stent fracture and endoleak is unknown).